Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Logfile analysis indicates that, during active ventilation, a sequence of technical events and faults occurred. At 07:55:24, technical events were recorded, including 231032 (expiration valve disconnected) and 246005 (alarm monitor defect). These were followed by multiple technical faults, including 443001 (watchdog failure), 446015, 446011, and 446018 (watchdog-related failures), as well as 446029 (ambient failure detected). The investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "after suction without o2 flush, technical alarm sounded and ventilation stopped". The device was replaced with another one. No harm to the patient was reported.